Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving alert 41 (absolute range error) on the ilet device. The user restarted the ilet five times, including once while on the call, but the restart prompt continued to appear. The user administered 5 units of admelog via multiple daily injection (mdi) as backup therapy. The highest recorded blood glucose during the event was 317 mg/dl. A replacement device was arranged. No symptoms were reported, and no medical intervention was required.